Event description:
It was further reported that the electrodes were replaced on (B)(6) 2013 with successful results. No additional interventions were taken and the doctor was satisfied with the therapy results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's leads were misplaced. The healthcare provider reported 'a pet scan showed misplacement of the electrodes.' The healthcare provider also stated the 'coordinates were wrong' and a revision of the leads would be scheduled. It was also stated the patient had no harm, injury or death. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).